Manufacturer narrative:
The issue is updated into "it was reported to philips that the device has fan noise issue after hit. There¿s no reported patient involvement." It's non-reportable event with below justification: the device experienced physical damage to a part or component not specifically called out through other coding, and an associated symptom was not provided. Non-reportable since there was no death or serious injury reported, and the observed event/issue would not impact therapy if it were to recur.

Event description:
It was reported to philips that the device has fan noise issue after hit. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the defibrillator makes a very strange noise, and a fan error appears in the error log after device was hit. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.